Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported when a patient presented in clinic for normal follow up, the device was unable to be interrogated with wand only telemetry. Review of merlin transmission found the device had reached eri few months prior. The battery had dropped significantly in one month. It was noted that the device did not meet its expected longevity estimation based on programmed parameters. The device was explanted and replaced. The patient condition is fine.